Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc - 2218-50, serial: (B)(6), lot: 7074191. Product family: scs-linear leads, upn: m365sc2218500, model: sc - 2218-50, serial: (B)(6), lot: 7074308. Product family: scs-lead fixation upn: m365sc43180, model: sc - 4318, serial: n/a, lot: 25031195.

Event description:
It was reported by the patient that she experienced a non-device related fall where she struck her lower back slightly below the ipg implant site which caused the ipg to migrate and flip in the pocket. She noted the site is swollen, tender to touch and the ipg is protruding outward from her back where the outline of the ipg can be felt. The event has caused the patient severe pain at the ipg site, into the hip, and up into the ribs. The pain is causing her walking difficulty. The patient also stated she has a non-device related secondary condition, of adrenal insufficiency and takes steroids, however, due to the pain and stress, she has had to inject herself more frequently with steroids. Additional information was received that the patient underwent an explant procedure where the ipg, two leads and clik anchor were removed. Post-operatively the patient was happy the device was removed and she no longer has pain at the pocket site.

Event description:
It was reported by the patient that she experienced a non-device related fall where she struck her lower back slightly below the ipg implant site which caused the ipg to migrate and flip in the pocket. She noted the site is swollen, tender to touch and the ipg is protruding outward from her back where the outline of the ipg can be felt. The event has caused the patient severe pain at the ipg site, into the hip, and up into the ribs. The pain is causing her walking difficulty. The patient also stated she has a non-device related secondary condition, of adrenal insufficiency and takes steroids, however, due to the pain and stress, she has had to inject herself more frequently with steroids. Additional information was received that the patient underwent an explant procedure where the ipg, two leads and click anchor were removed. Post operatively the patient was happy the device was removed and she no longer has pain at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(6). Lot: 7074191. Product family: scs linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(6). Lot: 7074308. Product family: scs lead fixation. Upn: (B)(4). Model: sc-4318. Serial: n/a. Lot: 25031195. The returned ipg was analyzed and found that the ipg was in hibernation and was fully charged in two cycles. A review of the system data log confirmed that the patient had difficulty charging the ipg due to low charge current likely caused by device migration or orientation issue. The battery depletion rate was within the expected range. The impedance measurement values were all within the expected range. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. The ipg passed the functional test and the electrical test revealed normal device characteristics. The returned leads sc-2218 -50 (B)(6) were analyzed and found both leads were cleanly cut 24 centimeters in length and the distal portion of the leads were not returned. No anomalies were identified on the leads aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure. The click anchor sc-4318 was not returned for analysis; therefore, a technical analysis could not be performed. It was determined that the reported event was not due to a device issue as testing of the devices revealed normal device characteristics. The patient noted having a non-device related fall where the lower back below the ipg was struck, causing the ipg to migrate, flip in the pocket and protrude outward, resulting in pain. The charging difficulty was likely due to device migration as the ipg orientation may not have been optimal. The labeling review states that device migration is a possible risk with use of the device, therefore, this review determined that the reported events are a known inherent risk with use of the ipg, as documented in the IFU.

Event description:
It was reported by the patient that she experienced a non-device related fall where she struck her lower back slightly below the ipg implant site which caused the ipg to migrate and flip in the pocket. She noted the site is swollen, tender to touch and the ipg is protruding outward from her back where the outline of the ipg can be felt. The event has caused the patient severe pain at the ipg site, into the hip, and up into the ribs. The pain is causing her walking difficulty. The patient also stated she has a secondary condition of adrenal insufficiency and takes steroids, however, due to the pain and stress, she has had to inject herself more frequently with steroids.